Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma.

Event description:
Patient reported right side "broken implant", "breast felt softer", and "pain." Additionally, healthcare professional reported seroma and "severe psychological alterations for the worry of suffering possible lymphoma and siliconomas." Treatment with anxiolytics and antidepressant drugs. Device remains implanted.